Event description:
The manufacturer received information from a hospital mechanical engineer (me) alleging the screen flickered and "its response to screen operation was poor" on a new trilogy evo o2 device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the screen display flickering was observed on the device. The manufacturer's service technician further evaluated and alleged the display ribbon cable was causing the issue to occur on the device. The manufacturer's service technician was not able to confirm the response to the screen operations being poor for this device. The manufacturer's service technician alleged the display, display printed circuit assembly (pca) board, and display-interface pca cable may have contributed to the screen operation. In conclusion, the device's display ribbon cable was replaced to address the flickering of the screen issue. The display, display pca board, and display-interface cable were proactively replaced to address the screen operation response issue. The root cause is confirmed at this time.